Event description:
It was reported that the patient alleged their pacemaker device, which was implanted 15 years ago, was faulty from the factory. The patient alleged the device almost killed the patient. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).